Manufacturer narrative:
As the guidewire is a purchased device for (B)(4), it has been forwarded to our supplier, (B)(4) for evaluation and completion of a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4))

Event description:
As reported, "the floppy wire sheared off into the catheter." It has been indicated that the guidewire was likely pulled back against a needle, but this has not been confirmed. No pt injury or complications were reported. The use device has been returned to (B)(4).

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h965251250 in order to determine the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The device history records (DHR) for the lots obtained through the shr were reviewed. In addition, the corresponding lots for purchased component item number 10045804 were obtained. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the xcela pasv PICC product family and the failure mode "guidewire fractured/migrated." No adverse trends were identified. Returned for evaluation was the guidewire sample without its protective hoop. The piece that sheared off was not returned. No visible damage was noted to the returned catheter. As the guidewire is a purchased component for angiodynamics, it was forwarded, along with a supplier corrective action request (scar) to (B)(4), the supplier. Per (B)(4) response, the damage to the wire is indicative of being pulled back through something sharp, perhaps the needle. This is contraindicated in (B)(4) instructions for use to not pull the wire back through the needle. The returned sample was missing the very distal dome and the entire coil from the guidewire. Based on these results and their evaluation, it is believed that the guidewire was not used appropriately and thus caused the guidewire to break. The sample was dimensionally inspected with no dimensional non-conformances observed. (B)(4) DHR search revealed no quality related issues or manufacturing deficiencies that could have impacted the reported event. Angiodynamics performs an aql incoming inspection on the (B)(4) guidewires which includes visual verification that the guidewire is smooth, and free from kinks and burrs. Additionally, a dimensional aql inspection is performed. (B)(4).